Event description:
It was reported that fast-fix 360 curved ndl delivery sys t2 did not deploy. No patient injury reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery systems was returned for evaluation. Only the insertion device was returned no suture or ts. Needle is bent dramatically in two directions. The actuator is protruding from the needle tip. The device was functionally tested for proper actuator advancement and cycling and was found not to function due to the bent needle. Use error may have been a contributing factor to this event.